Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. The customer's blood glucose level was 410 mg/dl. The customer reverted to manual injections for insulin therapy.